Event description:
This case is from the health authority. It was reported that on the day of surgery, the patient underwent endoscopic left thyroidectomy under general anesthesia at 12: 23 p.m., intraoperatively using the ultrasound high-frequency surgical integration system ultrasound scalpel, which could be used normally during the operation. Around 13 o'clock, it was found that when the ultrasound scalpel separated tissue and hemostasis stopped, the device was also in the state of activation, which could not stop. The normal operation was affected, and the personnel on the table could not use it normally after viewing, so a new ultrasonic scalpel was changed on the stage to complete the surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances / manufacturing irregularities] were identified.